Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address loose cup. Update (B)(4) 2013- pfs and medical records received from legal. Operative notes indicated a black staining of tissue. The metal liner and femoral head have been added and reported.

Manufacturer narrative:
Additional information. This complaint is considered closed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code y6cbn1. A search of the complaint database search finds one additional reported incidents against both lot codes 1809720 and 1186886 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.